Manufacturer narrative:
Nvestigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps . The complaint of motor rate error was duplicated in testing upon occlusion test. The cause was isolated to leadcsrew and clutch halves do not operate as intended. Action was taken to replace the leadscrew and clutch halves. Also worm coupling as preventative. Device passed all pm testing. The condition of device was reported to be in good shape.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 pumps malfunctioned as alarming motor rate error. No patient adverse events reported.